Manufacturer narrative:
Blank display due to moisture damage on the electronic assembly. No beep anomaly noted. Unable to verify backlight anomaly, flashing light anomaly or faint line anomaly due to blank display anomaly. Insulin pump received with cracked case at display window corner, minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was 7.5 mmol/l. Screen had a faint line down the middle, green backlight came on, device beeped and the screen turned black. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.